Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. The customer also received pump error 53. It was also reported that the pump was malfunctioning. The customer experienced hyperglycemia of 200 mg/dl and was treated with a bolus as there was no auto-correction. The customer experienced hypoglycemia, with a level of 50 mg/dl and the mode of treatment was unknown. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag, 78893-01 and mmt-6102. Troubleshooting was not performed for hyperglycemia and was partially performed for hypoglycemia. The customer was using the insulin pump system within 48 hours of a low bg event. It was unknown whether the customer was using the auto mode/smart guard feature or not at the time of a low bg event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for 78893-01. No product return is required for mmt-431ag. Product return is not required for the non-physical device mmt-6102.